Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they received a no delivery alarm. Customer's blood glucose level at the time of the incident was 523 mg/dl. Customer was able to troubleshoot. Customer was able to troubleshoot during the pump during the call. Customer's no delivery alarm was caused by an infusion set/reservoir connection. The pump is expected to be returned.